Manufacturer narrative:
(B)(4). A further investigation of the device was performed and noted that a particular capacitor was suspected of causing the observed high current, but removing and remounting of the capacitor resulted in a corner chip-out. No further analysis could be performed and the cause of the high current drain could not be confirmed.

Event description:
Boston scientific received information that this product was returned from our final pack area for analysis as the product had not passed all required testing.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough analysis was performed. The product analysis confirmed the device failed the same tests as the final pack testing. A destructive analysis of the capacitor found the capacitor was leaky due to a margin crack in the active region of the capacitor. In conclusion, the device was clinically out of specifications due to a leaky circuit.